Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that receiver reinitialization occurred. Product was provided for investigation. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed all relevant testing. An alarm/alert manual test was performed and passed. An internal visual inspection was performed and passed. The speaker and vibrator resistances were measured and passed. The receiver log was downloaded. An initialization issue was not found within the investigation window. The allegation was not confirmed. However, an unexpected receiver shutdown was found in connection to the reported allegation. The probable cause of the unexpected receiver shutdown could not be determined. No injury or medical intervention was reported.